Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, the external balloon of the device could not be inflated and the cuff was found ruptured when removed. The tube has been replaced and inserted after the test was normal. The outer balloon was inflated again, but a leakage was found also.